Event description:
The manufacturer received information alleging a ventilator's screen was cracked. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not return.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen was cracked. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The device's display interface board cable was replaced due to the physical damage.